Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing coordinator reported an intraocular lens (iol) was damaged. The damaged iol was removed in a second procedure 30 minutes after the initial procedure. Additional information has been requested.